Event description:
It was reported the sjm representative was usable to reprogram the pt's scs system to the target areas without incurring stimulation in the pt's ribs and abdomen. X-rays were ordered and the pt was scheduled to return to the physician's office. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.